Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Pump successfully downloaded traces and history file using thump. Insulin pump powered up after battery installation and passed active current measurement, self test, and displacement test. However, device received with unexpected battery power loss and had high sleep current. Pump history confirms low battery alert on (B)(6) /2021 at 10: 04am and on (B)(6) 2021 at 4:02pm. This shows battery change happening in less than 1 week. No moisture damage or cracks noted in the electronic assemblies. Swapped pcb 2 with a test board, and sleep current measurement passed. Problem isolated to pcb 2. The following were noted during visual inspection: scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and pump error alarm. Customer stated that they did self test and no pump error alarm observed. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was no blank currently. Customer stated that the display did return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.